Event description:
It was reported that patient underwent a procedure utilizing a compress/finn nut on (B)(6) 2010. During the procedure, the surgeon attempted to use a nut but found it too large for the nut driver. A second nut was retrieved but was also too large for the driver. The surgeon used a hemostat to start and advance the nut.

Manufacturer narrative:
Evaluation of returned device found implant to be out of design specifications. However, dimensional evaluation of eight other units from the same lot were found to be within design specifications. Additionally, eleven units have been confirmed implanted with no additional concerns of this nature reported. This report submitted september 20, 2010.